Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the lead was inserted into the sheath during implantation, the superior vena cava coil was stuck in the sheath and it could not be removed. The lead was not implanted and a new lead was successfully implanted instead. No adverse consequences were detected.